Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the event was not reported. It was reported the patient visited the hospital' however, it was not reported if the patient was admitted for the events. The patient was prescribed unspecified antibiotics for the event. At the time of this report, the patient had not recovered from the events. On an unreported date, treatment with physioneal therapy was discontinued; however, treatment with extraneal therapy was ongoing. The reporter declined to provide additional information.